Event description:
Defibrillator malfunctioned during a cardioversion procedure in electrophysiology lab on 02/21/2000. Uncommanded discharge of energy. Defibrillator failed to discharge when the button was depressed and then discharged energy without being prompted to.